Manufacturer narrative:
(B)(4). Premininary evaluation of the returned sample indicates swg/catheter resistance - kinked.

Event description:
The customer reports that during insertion, the stylet can't advance in the catheter.

Manufacturer narrative:
(B)(4). The customer returned one lidstock, spring wire guide (swg), and catheter for evaluation. Visual examination of the swg revealed one slight bend. The coils were slightly closer together; however, they were not offset or unraveled. Visual examination of the catheter did not reveal any defects or anomalies. The swg contained one bend 197 mm from the proximal end. The total length and outer diameter of the swg were measured and were found to be within specification. The length of the catheter body was also within specification. The proximal end of the returned swg was advanced through the distal end of the returned catheter to functionally test the components. The swg was able to advance through the catheter body but could not advance through the catheter juncture hub. When the swg was advanced from the distal extension line it was able to fully pass through the catheter and out of the catheter distal tip. All 3 extension lines were flushed with water and functioned as expected. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The customer report of difficulty advancing the swg through the catheter was confirmed through functional testing of the returned components. The returned swg contained one bend, and was unable to pass through the catheter juncture hub when advanced from the catheter distal tip. Based on the functional testing, the probable root cause is likely related to the manufacturing/molding of the catheter juncture hub. A CAPA has been initiated by the manufacturing site to further investigate this complaint issue.

Event description:
The customer reports that during insertion, the stylet can't advance in the catheter.